Manufacturer narrative:
The motor error alarm occurred during the rewind process due to corroded motor home switch. The displacement test was unable to be performed due to motor error alarm. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 400 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The information provided for date of this report was incorrect with the initial medwatch report. The correct date has been provided with this report.